Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box showed no evidence of a short battery life. "Cs177¿ warning, occurring due to normal battery wear, was observed. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. All currents reading were within specifications. Investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was damaged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.